Event description:
It was reported that the device is leaking fluid during set up at the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was not duplicated by the repair technician or the qa engineer through functional evaluation, disassembly and visual inspection. A component failure was not confirmed. The handpiece was cleaned, lubed and adjusted. The driver passed all final inspection activities and returned to the customer. It is possible, based on the evaluation, that the alleged failure may be attributed to cleaning.

Event description:
It was reported that the device is leaking fluid during set up at the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.